Manufacturer narrative:
. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. No visual anomalies were noted. Advisor hd grid x instructions for use (IFU) states, "to prevent entanglement with concomitantly used catheters, use care when using during use of the catheter." The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.

Event description:
During a pvi atrial fibrillation procedure, while mapping, the advisor hd grid x catheter became caught in the tactiflex ablation catheter which was able to be removed without difficulty. The procedure was completed with no adverse patient consequences.